Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The clear medical adhesive was torn/separated at the proximal end of the proximal spring electrode. The proximal spring was stretched at this point. Additionally, the lead body was slightly wavy/curled which is consistent with the lead being pulled with force. As a result, the damage was confirmed to be induced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as there was bunching of the lead when it was passed through the hemostasis valve of the introducer. No adverse patient effects were reported.